Event description:
It was reported there was difficulty getting telemetry with a device. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the radiofrequency (rf) head could not interrogate a device using a known good programmer, an opening was found in the cable and this was the cause of the failure.